Event description:
Indication: chronic inflammatory demyelinating polyneuritis pt reported spring stopped pushing medication on their pump (serial: (B)(6), exp date: not provided). Pharmacy to replace pump. No adverse event(s) reported due to product issue. Pt had to "manual push" as they had no back­ up device. Device is available for investigation, no further info. Reported to (B)(6) by pt/caregiver.